Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed pulmonary hypertension. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient did not report to receive medical intervention. The patient also alleged nasal/throat irritation or soreness, sinus infections continued for several weeks, nausea after wearing mask, pulmonary hypertension, heart is enlarged on one side. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external investigation showed that the located a light amount of beige dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks and crevasses, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, and in and around the outlet port. The air inlet canal has a small clear, light grey, and black contaminate. The manufacturer visually inspected the internal investigation showed that the unit found a very small amount of beige dust or dirt contamination on the top of the blower box, near the air intake area, and in the blower box chimney. The manufacturer removed the blower box lid to find that the bower and internal blower box area contained a very small amount of beige dust or dirt contaminate. The manufacturer found minor beige dust or dirt contaminate on the inside and outside of the unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 were updated in this report.